Event description:
Lift was used to prepare resident for whirlpool bath. Chair was secured by pushing green plate down. Resident was raised to maximum height when chair tipped off lift. Resident hit head when she fell.